Event description:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient a heart block av. It was reported that the patient suffered heart block during a left atrial aflutter/afib procedure. The medical team stated that heart block was seen while ablating the atrial tachycardia and the physician continued with the procedure. A temporary or permanent pacemaker insertion was being discussed when she left the room. Ablation catheter was discarded. No other details at the time of the call. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).